Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the reset process. After the reset, the pump no longer displayed the cgm error, and the customer successfully started their sensor session.